Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 1.2m was blocked/occluded during use and the nurse could not pull fluid through with a syringe. The following information was provided by the initial reporter: "bd alaris pump tubing with inline 1.2 micron filter clogged with intralipid fat emulsion. Lipids had been running for approximately 16 hours. After removal, rn attempted to pull fluid through with a syringe and was unable to despite maximal force. 24 hours later, this submitter was able to attach a stopcock and pull fluid through the filter with no issues, although did feel to be higher than expected resistance."

Manufacturer narrative:
H.6. Investigation: customer reported leakage along the line, and returned the affected sample. The sample was submerged in water and pressurized to find the leak, and then the red tape was placed near the leak. Visual inspection under the microscope found that the leak came from a bubbled out, stressed area of tubing. The root cause for this damage is unknown. Some options are a kink, inadvertent sharp object, or inadvertent excessive heat. A device history record review for model 24600-0007 lot number 20056922 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20056922 regarding item #24600-0007 h3 other text : see h.10.

Event description:
It was reported that the als set dc 20dp 3ss ckvlv low srb dehp f experienced leakage. The following information was provided by the initial reporter: material no: 2426-0007, batch no: 20056922. When priming the line with normal saline- rn notice there is leakage along the line.